Event description:
A caller reported multiple intermittent occlusion alarms, although the alarm number could not be verified in the pump history. There was no adverse impact on their blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.